Event description:
It was reported that, a 20 fr three-way foley catheter placed in the operating room slipped out of the urethral meatus, resulting in a fully soaked bedsheet. Upon inspection, the catheter was found to be correctly and securely fixed to the patient¿s left upper thigh, and there was no vigorous activity at the time. The attending physician was requested to reinsert a new catheter. Subsequent testing of the dislodged catheter revealed that the balloon automatically deflated approximately 7 seconds after inflation.

Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.